Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Customer states that the 4 black strips that hold commode in place have fallen off causing customer to fall off of toilet due to sliding. Follow-up phone call to customer where she stated that she has had the unit since 1998 when she had both hips and both knees replaced. The alleged fall was onto a knee. No medical intervention sought. MDR filed.